Event description:
On (B)(6) 2015, a dental professional informed 3m about a patient who required a root canal. This patient had 3m espe lava ultimate cad/cam restorative for cerec crown secured with non-3m cement and adhesive. The patient, a (B)(6) female, received the lava ultimate crown on tooth #20 on (B)(6) 2015. A root canal was performed on (B)(6) 2015. It was noted that the patient needs a crown replacement.